Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the root rupture cannot be confirmed; however, the patient¿s aortic root was severely calcified which may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed; result: no results available since no evaluation performed; conclusion: known inherent risk of procedure; human factors.

Event description:
As reported through our (B)(4) affiliate, during implant of a 26mm sapien 3 valve, the patient suffered a partial aortic root rupture leading to a hemopericardium. A pericardiocentesis was performed and the patient tolerated the procedure. The patient was reported as stable. As reported, an aortic CT performed post procedure did not confirm any hematoma nor aortic dissection. The condition of the patient recovered after a pericardiocentesis was performed. The native annulus diameter measured 29mm x 21mm by tee. The aortic root was severely calcified. There was calcification of the non-coronary cusp toward the lvot.